Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power to the bus cable in the drawers was disconnected. The field service engineer (fse) found that the power-supply cable was not fully inserted. The fse reseated the power-supply cable, the default condition cleared. The remaining cables were checked, and the issue was resolved. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was failed. The customer stated that it was a recurring issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.